Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm noted during self test and confirmed in pump history (variableinfo = 3) due to broken trace at pin 1 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures and audio issue. The customer¿s blood glucose was 29 mmol/l at the time of incident. Customer reported that they experienced high blood glucose level. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes 1 and volume 5. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.